Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a diagnostic. Upper gastrointestinal endoscopy procedure under sedation, the endoscopic hemoclip was found in the scope during brushing. The procedure was completed with the same device with a delay less than 30 minutes. There were no reports of patient harm.